Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1934bcf-2, serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damage to the device. Visual inspection noted that the anchor of the device is broken, with half of the anchor remaining in the device, while the other half is broken. Per the dfu (directions for use) bio-fastak, fastak¿, suturetak® and fibertak® suture anchors, dfu-0054-eo revision 8, e. Warnings 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 8. Visually inspect all devices immediately after use for the potential of loose body remnants left behind in the patient. 9. Suturetak and fibertak suture anchors only: drilling in very hard bone may require cycling the drill while maintaining consistent alignment of the drill guide. Increased size, hard bone drills are also available for use. The most likely cause is attributed to misuse/use error due to excessive force/misaligned insertion and/or improper bone prep, which caused the anchor of the device to become chipped/broken.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6th march 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, its anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1934bcf-2. There were no patient harm and no secondary procedure needed.